Manufacturer narrative:
The device was received by anspach. The event could not be confirmed. If add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that during routine inspection, the device was "overheating and getting warm to the touch". The device was not used in surgery. There were no injuries or medical intervention. There was no add'l info provided.